Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of peritoneal dialysis (pd) transfer set disconnected from the twist clamp. This occurred during initial drain of pd therapy. The event was further described as ¿transfer set tubing disconnected from the white hose assembly." There was no report of patient injury or medical intervention associated with this event. No additional information is available.